Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('strong pain in the lumbar region few months after essure insertion / reason why I had to take analgesics virtually every day') and abdominal pain ('strong pain in the abdominal region few months after essure insertion / reason why I had to take analgesics virtually every day') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (B)(6) in 1978, drug intolerance (indomethacin), rheumatoid arthritis, arterial hypertension, trochanteritis, carpal tunnel syndrome (caused by wrist arthritis), arthritis (wrist), pes anserinus tendinitis, hypothyroidism, endometrial polyp, uterine polypectomy, gravida ii and parity 2. No toxic habits. Concomitant products included iopromide (ultravist) from (B)(6) for computerized tomogram abdomen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria hospitalization and intervention required) and abdominal pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("abdominal pain in left iliac fossa"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("ovary pain"), genital haemorrhage ("bleeding virtually every day"), menorrhagia ("periods which were more abundant than normal"), migraine ("frequent migraines"), loss of libido ("unable to sustain a normal sex life with my partner"), insomnia ("a lot of difficulty sleeping, especially during times of more intense pain"), fatigue ("the feeling of fatigue was generalised") and anxiety ("anxiety"). The patient was hospitalized from (B)(6). The patient was treated with analgesics, diazepam, diclofenac, enoxaparin sodium (clexane), ferrous sulfate (tardyferon), hyoscine butylbromide (buscopan), iron, metamizole, paracetamol and surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the back pain and abdominal pain had resolved. At the time of the report, the abdominal pain lower, adnexa uteri pain, genital haemorrhage, menorrhagia, migraine, loss of libido, insomnia, fatigue and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, fatigue, genital haemorrhage, insomnia, loss of libido, menorrhagia and migraine to be related to essure. The reporter commented: she began experiencing strong pain in the lumbar and abdominal regions a few month after the insertion of the device, which was recurring and increasing, she had to taken analgesics virtually every day. Due to this situation, she had to go to the emergency service on numerous occasions, during the 2017, 2018, and 2019 years, as stated in the medical assistance reports. In addition to all of the above, the feeling of fatigue was generalised, which caused her a great deal of anxiety which in turn impacted not only her work activity, but also her friends and family relationships - all issues which have completely disappeared since the device extraction. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: essure devices are normally inserted in the utero-tubal junction. No signs suggesting migration or perforation. Uterus is increased in size, markedly heterogeneous with hypodense areas, swollen and heterogeneous cervix, accompanied by a small amount of surrounding fluid which helps to rule out pelvic inflammatory disease; gynaecological assessment is recommended. Does not show intra or extraperitoneal gas or collections. Isolated retroperitoneal lymph nodes, millimetres in size, nonspecific. No other noteworthy findings. Cytology - in (B)(6) 2016: normal. Gynaecological examination - on (B)(6) 2019: external genitalia and vagina are normal. Well-epithelised, normal cervix. Nonspecific discharge. Vaginal examination: size, shape and consistency of uterus are normal. No pain during cervical mobilisation. No adnexal masses. Discomfort during left iliac fossa palpation. Haemoglobin - on (B)(6) 2019: 10.8; on (B)(6) 2019: 10. Mammogram - on an unknown date: xunta screening normal. Ultrasound scan vagina - on (B)(6) 2019: anteverted uterus, of regular adenomyotic aspect. Essure devices seem to be inserted normally. Normal ovaries. Preoperative exams do not contraindicate essure removal surgery. X-ray - on (B)(6) 2019: abdominal x-rays that there are no traces of the essure devices left. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('strong pain in the lumbar region few months after essure insertion / reason why I had to take analgesics virtually every day') and abdominal pain ('strong pain in the abdominal region few months after essure insertion / reason why I had to take analgesics virtually every day') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at age 11) in 1978, drug intolerance (indomethacin), rheumatoid arthritis, arterial hypertension, trochanteritis, carpal tunnel syndrome (caused by wrist arthritis), arthritis (wrist), pes anserinus tendinitis, hypothyroidism, endometrial polyp, uterine polypectomy, gravida ii and parity 2. No toxic habitis. Concomitant products included iopromide (ultravist) from (B)(6) 2019 to (B)(6) 2019 for computerized tomogram abdomen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria hospitalization and intervention required) and abdominal pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("abdominal pain in left iliac fossa"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("ovary pain"), genital haemorrhage ("bleeding vitually every day"), menorrhagia ("periods which were more abundant than normal"), migraine ("frequent migraines"), loss of libido ("unable to sustain a normal sex life with my partner"), insomnia ("a lot of difficulty sleeping, especially during times of more intense pain"), fatigue ("the feeling of fatigue was generalised") and anxiety ("anxiety"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics, diazepam, diclofenac, enoxaparin sodium (clexane), ferrous sulfate (tardyferon), hyoscine butylbromide (buscopan), iron, metamizole, paracetamol and surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the back pain and abdominal pain had resolved. At the time of the report, the abdominal pain lower, adnexa uteri pain, genital haemorrhage, menorrhagia, migraine, loss of libido, insomnia, fatigue and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, fatigue, genital haemorrhage, insomnia, loss of libido, menorrhagia and migraine to be related to essure. The reporter commented: she began experiencing strong pain in the lumbar and abdominal regions a few month after the insertion of the device, which was recurring and increasing, she had to taken analgesics virtually every day. Due to this situation, she had to go to the emergency service on numerous occasions, during the 2017, 2018, and 2019 years, as stated in the medical assistance reports. In addition to all of the above, the feeling of fatigue was generalised, which caused her a great deal of anxiety which in turn impacted not only her work activity, but also her friends and family relationships - all issues which have completely disappeared since the device extraction. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: essure devices are normally inserted in the utero-tubal junction. No signs suggesting migration or perforation. Uterus is increased in size, markedly heterogeneous with hypodense areas, swollen and heterogeneous cervix, accompanied by a small amount of surrounding fluid which helps to rule out pelvic inflammatory disease; gynaecological assessment is recommended. Does not show intra or extraperitoneal gas or collections. Isolated retroperitoneal lymph nodes, millimetres in size, nonspecific. No other noteworthy findings. Cytology - in (B)(6) 2016: normal. Gynaecological examination - on (B)(6) 2019: external genitalia and vagina are normal. Well-epithelised, normal cervix. Nonspecific discharge. Vaginal examination: size, shape and consistency of uterus are normal. No pain during cervical mobilisation. No adnexal masses. Discomfort during left iliac fossa palpation. Haemoglobin - on (B)(6) 2019: 10.8; on (B)(6) 2019: 10. Mammogram - on an unknown date: xunta screening normal. Ultrasound scan vagina - on (B)(6) 2019: anteverted uterus, of regular adenomyotic aspect. Essure devices seem to be inserted normally. Normal ovaries. Preoperative exams do not contraindicate essure removal surgery. X-ray - on (B)(6) 2019: abdominal x-rays that there are no traces of the essure devices left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.